Event description:
The reporter stated the surgeon implanted an micl 13.2 implantable collamer lens in 2006. The lens was removed on the following day due to excessive vaulting. Subsequently, the pt experienced narrowing of the angle, angle closure and shallowing of the anterior chamber depth. Paracentesis x2 was performed to remove aqueous and also enlarge yag iridectomy. The eye is quiet, awaiting the implant of a shorter lens.

Manufacturer narrative:
Method: lens work order search. Results: a visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn): based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.